Event description:
Peg pull wire disconnected from peg tube during procedure. Surgeon was not able to insert another peg tube due to air escaping from the stomach into the peritoneum. Pt was taken to the operating room, placed under general anesthesia, and a laparoscopic gastrostomy tube placement was performed.